Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. A review of the device log indicates the user was incorrectly pressing the energy select button instead of the shock button, which disarmed the device. The log shows the device was capable of delivering a shock if the correct sequence had been performed. The device passed all functional testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.